Event description:
Reportedly, an orange plastic shaving came off from the end of the trocar during application. The shavings were removed from the cavity. There were no reported injury or ill-effects to the patient. Procedure type: unk.